Manufacturer narrative:
Device evaluated by MFR.: the returned watchman delivery system was returned with the implant in the sheath and blood in the device. The device was analyzed, and the reported event of damage was confirmed. Visual and microscopic analysis revealed numerous kinks in the sheath; the tip was damaged as the tri-cuts were flared, and one of the tri-cuts was torn in half. Additionally, there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then re-deploying within the anatomy.

Event description:
It was reported that delivery system damage occurred upon recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were advanced. The wds was deployed, however release criteria was not met and the wds was recaptured. Upon recapture, the anchor of the closure device hooked the trivalve leaflet of the delivery system into the delivery system sheath. The physician was concerned with the quality of the closure device, therefore the original wds was removed and exchanged for a second wds. The procedure was successfully completed and there were no patient complications.

Event description:
It was reported that delivery system damage occurred upon recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were advanced. The wds was deployed, however release criteria was not met and the wds was recaptured. Upon recapture, the anchor of the closure device hooked the trivalve leaflet of the delivery system into the delivery system sheath. The physician was concerned with the quality of the closure device, therefore the original wds was removed and exchanged for a second wds. The procedure was successfully completed and there were no patient complications.